Event description:
It was reported that during attempted insertion of the iab, resistance was encountered when passing it through the sheath. The assembly was removed and the iab was successfully passed through a large 9fr sheath. There were no pt complications.